Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Per the IFU, cardiac perforation is a known risk during the use of this device. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo pulmonary vein isolation (pvi), a pericardial effusion occurred. While ablating the lipv with poor breathing, the patient became hypotensive and a pericardial effusion was seen via transesophageal echocardiogram (tee). A pericardiocentesis was performed to stabilize the patient. The patient is currently in stable condition. There were no performance issues with any abbott devices. It was noted the heparin was given during the procedure.